Event description:
Delayed response to lethal cardiac rhythm, with potential contribution by telemetry monitoring software alarm issues. A woman admitted for general weakness and shortness of breath. Treated with antibiotics and blood transfusions. The day prior to discharge, at 0920, telemetry monitor (philips software product) revealed ventricular fibrillation alarm activated (per philips' log). The log reflects that a double click was performed to silence the alarm 15 secs later. The log does not reflect a re-alarm for ventricular fibrillation until 0928, despite persistent ventricular fibrillation rhythm on the monitor. Telemetry staff responded to a call for assistance when the pt was found unresponsive. Staff report glancing at the monitor and seeing the visual red alert for ventricular fibrillation frozen in place and no audible alarm. Resuscitation efforts were unsuccessful and pt expired. Tests by medical center of the philips' alarm system revealed spontaneous episodes of latched alarms, in which the alarm silenced itself after only three pulses. Reported to philips for their review.